Manufacturer narrative:
A review of the sample photos observed a tampon and there is no visible string in the applicator tube. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon she discovered the string was missing. She manually removed the pledget from her vaginal cavity. There were no reports of medical attention being required or any adverse health effects.